Manufacturer narrative:
Additional information was received that the patient's wound laceration was at the lead site. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had a lacerated wound at the implant site. The physician performed a laceration repair. Upon wound check, the maximum temperature noted was less than 100.4 f, no drainage, redness and swelling present. The laceration repair was well approximated and the site was healing well.

Manufacturer narrative:
(B)(4). Additional information was received that the lead was explanted and the patient was left with one lead. No device malfunction suspected on the explanted lead. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a lacerated wound at the implant site. The physician performed a laceration repair. Upon wound check, the maximum temperature noted was less than 100.4 f, no drainage, redness and swelling present. The laceration repair was well approximated and the site was healing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a lacerated wound at the implant site. The physician performed a laceration repair. Upon wound check, the maximum temperature noted was less than 100.4 f, no drainage, redness and swelling present. The laceration repair was well approximated and the site was healing well.